Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of a questionable elecsys ft3 iii results tested on a cobas 8000 e 801 module compared to an investigation sites cobas 8000 e 602 and their cobas e 411 immunoassay analyzer. It was unknown if the erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The customer's ft3 iii reagent lot information was requested but was not provided. The investigation site's cobas e602 serial number is (B)(4). The ft3 iii reagent used on this instrument was lot 341685 with an expiration date of 30-jun-2019. The investigation site's cobas e411 serial number is (B)(4). The ft3 iii reagent used on this instrument was lot 314666 with an expiration date of 28-feb-2019. The investigation is currently ongoing.

Manufacturer narrative:
The customer provided additional data for 2 more patients. The customer also provided data for all 3 patient samples from a centaur analyzer. From the additional data provided, 1 additional patient had a reportable malfunction for elecsys ft3 iii and 1 patient had a reportable malfunction for elecsys tsh assay. Refer to the medwatch with patient identifier (B)(6) for information on the tsh data. Refer to the attachment for patient data. Discrepant results are highlighted. It was unknown if any erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The serial number for the customer's cobas e801 was requested but was not provided. The investigation site's cobas e801 serial number is (B)(4). The ft3 iii reagent used on this instrument was lot 348359 with an expiration date of 31-oct-2019. The investigation is still ongoing.

Manufacturer narrative:
Three samples were provided for investigation. Interfering factors were not identified. Based on the information provided, a general reagent issue can be excluded. The noticed discrepancies for ft3 and tsh between the roche diagnostics analyzers¿ results versus the competitor systems is likely explained by the fact that the assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, and differences in reference materials and the standardization methodology used. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.